Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that a patient was suffering from injuries resulting from the failure of a dynamic stabilization device. The device was explanted, but the patient reportedly continues to have problems.